Event description:
Reported via journal article. It was reported that a pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device was successfully implanted. After the procedure, warfarin was started along with aspirin for the prevention of device related thrombus (drt). The next day, the patient complained of chest discomfort. An echocardiogram was done to rule out post procedure complications. Transthoracic echocardiogram (tte) showed moderate pericardial effusion which was likely related to device implant. To better visualize the device, transesophageal echocardiogram (tee) was done about 16 hours after the procedure, and it showed laminar thrombus on the device. The patient underwent pericardiocentesis with drainage of about 150cc of hemorrhagic pericardial effusion. Anticoagulation regimen was not interrupted. Heparin was continued until the therapeutic level of international normalized ratio (inr) 2.2 was achieved on day 5. The patient had a close follow-up at the clinic a week after the discharge and did not demonstrate thromboembolic or bleeding complications. The patient continued the warfarin with aspirin for 45 days following the procedure. A repeat tee after 45 days showed a well-positioned device with resolution of thrombus and no peridevice leak.

Manufacturer narrative:
B3: estimated as 09/03/2019 as the published date for the article is noted as 03 sept 2019. Literature citation: ajmal, m., & swarup, v. (2019). Acute device-related thrombus after watchman device implant. Case reports in cardiology, vol. 2019, article ID 8397561, 4 pages, 2019. Https://doi.org/10.1155/2019/8397561.